Manufacturer narrative:
The completed product investigation provided analysis of the returned product is not able to provide relevant information for the infection allegation; however, infection is a known medical risk associated with the implantation of a device under the skin. As a result evaluation conclusion code "known inherent risk of device" was added.

Event description:
It was reported that the insertable cardiac monitor (icm) was explanted due to infection. No new device was immediately implanted. A new icm was later implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that the insertable cardiac monitor (icm) was explanted due to infection. No new device was immediately implanted. A new icm was later implanted successfully. A follow up with the field rep provided no information on the return status of the device. No additional adverse patient effects were reported.